Manufacturer narrative:
The device was received with the cannula assembly fully deployed. After investigation, no damages, tears, or leaks were found in the fluid path that would result in fluid leaking from the pod or failure to deliver insulin. The exposed portion of the soft cannula was found to be kinked. Despite this damage, fluid was able to flow through the entire fluid path. It could not be conclusively determined when or how this damage occurred. The download data shows no hazard alarms, timeouts, or drive stalls that would indicate a struggle to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 307 mg/dl while wearing the pod at the infusion site (arm). The pod was leaking insulin during wear. Ketones were checked and found to be small. As treatment, several boluses and a temporary 20% basal increase were administered. The patient planned to do a manual injection once the pod was removed.